Manufacturer narrative:
The pump gave an alarm during basic occlusion test due to a protruded drive support disk. The pump also had minor scratches on the display window, a cracked case at the display window corner, a broken reservoir tube lip, and a broken belt clip slot.

Event description:
It was reported that the insulin pump had a protruding drive support cap, which the caller had pushed back in, and the insulin pump alarmed an error. The blood glucose reading was 12 mmol/l. The caller stated that he had pressed the drive support cap in while he had been connected to the insulin pump. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.